Event description:
The user facility reported that a nstemi patient with an impella 5.5 was made. During support, hemolysis was noted in urine. Echo done and pump was turned toward mitral. Plan to reposition at bedside. Additionally, lv thrombus 1cm x 1cm was noted on tte with definity. Decision on holding off on pump repo away from mv given thrombus concern. On another, echo showed pump to be shallow at 3.4 cm and faced towards the mitral. Lv thrombus noted. Consult surgery for possible repositioning, urine continued to be dark. Additional information states that care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: the instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Manufacturer narrative:
The investigation of positioning issues, thrombus, and hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29813. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-29813.